Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, twelve years ten months of post deployment, the patient presented with abdominal pain. After, twenty-six days, requested for x-ray to check for presence of inferior vena cava filter, has intermittent abdominal pain. Around six months later, computerized tomography-abdomen without contrast was performed which showed that there was an infrarenal inferior vena cava filter demonstrating right lateral tilt of 23°. The apex of the inferior vena cava filter touches the right lateral wall of the inferior vena cava. There was no filter strut fracture or bending; however, 2 of the anterior struts perforate the adjacent small followed by 1.2 cm. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with history of multiple blood clots. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.